Event description:
It was reported that after using one (1) bd microtainer® contact-activated lancet, the blade did not retract and remained exposed. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary " bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for does not retract was observed. Additionally, retention samples from bd inventory were evaluated by functional testing, by puncturing a test pad and the issue of does not retract was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode does not retract. [Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
B3. Date of event is unknown. The date received by manufacturer has been used for this field. E1: initial reporter facility name: (B)(6). The manufacturing location for this product is htl. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number.

Event description:
It was reported that after using one (1) bd microtainer® contact-activated lancet, the blade did not retract and remained exposed. No adverse impact was reported regarding the patient or user.